Event description:
At about 1 month after the primary surgery, revision was performed due to infection. The surgeon revised successfully the head and the liner.

Manufacturer narrative:
Batch review performed on 11-nov-2022: lot 2118356: (B)(4) items manufactured and released on 01-feb-2022. Expiration date: 2027-01-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other devices involved: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2204282: (B)(4) items manufactured and released on 19-may-2022. Expiration date: 2027-05-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.